Event description:
Clinical adverse events received for abdominal pain device and procedure(relatedness). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).